Event description:
The facility reported a colleague infusion pump with channel b failure. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of channel b failure was confirmed by baxter personnel in the pump's event history. Upon further review of the event history, quality engineering found that the last failure to occur on channel b was failure code of 803:07. The root cause was assigned to the blue slide clamp that was left in the channel b pump head module. The blue slide clamp was removed from the channel b pump head module to correct this condition. The user interface module software version of this pump is 5.04.00 which is categorized as unremediated. Should additional information be received, a follow-up medwatch will be submitted.